Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited inappropriate shock along with a short circuit condition, the device delievered a 41 joule shock with an impedance measurement of less than 20 ohms. No adverse patient effects were reported. An x-ray was performed and revealed no findings. The physician plans to replace the system in the near future. This product remains in-service.